Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump as it became difficult to insert the charging cord into the port. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support; therefore no additional information was obtained.